Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the host pc was having boot up issue and failure in hard disk. Upon troubleshooting, fse checked the os disk and found fan error. The philips engineer replaced the os disk and restored the os software. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup as the hard disk failed.the device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.